Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, device code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for improper leaflet coaptation and central regurgitation were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. In this case, post-dilation with non-ew device (24 mm true balloon) was performed to fracture the pre-existing surgical valve leading to improper leaflets coaptation with central regurgitation as reported. Per training manual, post-dilation could have the risk of over-expanding the valve. This over-expansion may have impaired leaflet motion and proper coaptation, leading to central regurgitation. In addition, it was also recommended to use the same delivery system for the post-dilation. As such, the available information suggests that procedural factors (post-dilation with non-ew device) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, the valve leaflet was damaged when they attempted to fracture the surgical valve. The leaflets were not co-apting correctly and the ai was moderate. A valve in valve was performed using another 23mm sapien 3 ultra resilia valve. There was no injury, and the patient is in stable condition. The root cause is believed to be the two attempts at fracturing the valve with a 24 true balloon. The valves were implanted successfully.